Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. Unit had cracked display window corner and cracked battery tube threads. (B)(4).

Event description:
It was reported by customer that their insulin pump had alarmed button error and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was around 645 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 65 mg/dl at time of reporting. Nothing further reported.